Manufacturer narrative:
System analysis / service repair in the field was performed by distributor on (B)(6) 2016. The replaced top cover was received at the manufacturer on (B)(6) 2016. The top cover s/n (B)(4) was sent to the supplier for repair.

Manufacturer narrative:
System analysis / service repair by the distributor on may 31, 2016: the reported touch screen issue was confirmed and determined to be the result of a faulty top cover. The top cover was replaced; the system was tested and verified to specification.

Manufacturer narrative:
Device codes added, device evaluated by manufacturer updated, evaluation codes added. Service repair in the field was performed by distributor on may 31, 2016. The replaced top cover was received at the manufacturer on june 08, 2016 and was sent to the supplier. Product evaluation: the top cover was evaluated by supplier on september 21, 2016 and was received back at the manufacturer on november 02, 2016. The evaluation noted the reported issue of "touch screen not responding" was confirmed. This unit was manufactured in feb 2015. The flex cable on lcd was noted to be cracked or worn out. The lcd was replaced. The top cover was tested and passed the standard product test was noted. The top cover was returned back to stock was noted. Probable root cause: based on supplier fa report, the root cause was determined to be flex cable in the lcd.

Manufacturer narrative:
The replaced top cover was received at the manufacturer on june 08, 2016.

Event description:
It was reported that while using the greenlight laser system during a prostate procedure, the power could not be adjusted on the touchscreen: touchscreen display was non-responsive. The procedure was completed using an alternate procedure (turp). There was no patient injury reported.